Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture, lymphadenopathy.

Event description:
Healthcare professional reported left side a late seroma, rupture and axillar adenopathies. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified one extended opening, flat creases, red/white encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported "device folded."

Event description:
Healthcare professional additionally reported capsular contracture, baker grade unknown verified by ultrasound date unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.